Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA (B)(4) per (B)(4). ." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was recaptured one time due to a high position. The valve was then successfully implanted. The day following the valve implant, the patient experienced a balance disorder and dizziness when getting out of bed. Gait asymmetry was also observed. A brain magnetic resonance imaging was performed. Computed tomography (CT) imaging identified a new left cerebellar ischemic stroke. An additional CT noted lateral cerebral and cerebellar ischemic stroke. The anticoagulant was stopped for one week and physiotherapy occurred. The event was considered resolved 5 days later. There was no permanent impairment to the patient. The physician indicated that a history of paroxysmal atrial fibrillation, stroke, and calcified anatomy had contributed to the stroke. Initially it was reported that the stroke was unlikely related to the valve and rather to the procedure itself. Additional information later indicated that the event was related causally to the procedure and to the delivery catheter system (dcs). No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number (B)(6); product type: loading system; implant date na; explant date na product ID evproplus-29; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2022; explant date na select patient information cannot be documented in the report due to regional privacy regulations. This report was submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.